Event description:
It has been reported to co that during the procedure as the balloon catheter was being removed, it was noted that the tip of this device had detached and remained in the coronary artery. However, the tip was removed safely without further complications to the pt. The pt is reported to be fine and the device is being returned for co's analysis.